Event description:
During an in-clinic follow-up, noise resulting in oversensing were observed on the right ventricular lead. Provocative testing was performed, however, the noise could not be reproduced. The device was reprogrammed to resolve the event. The patient was in stable condition.